Event description:
Patient arrived to infusion with concern that eis pump is infusing too fast. It appears the pump is halfway completed at 18 hours. It appears the medication may be completed 10 hours ahead of time. Patient was advised to remove the sensor and let it hang freely and to call the provider with any concerns.